Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Mechanical jam have been thoroughly investigated in similar complaints and are anticipated within the risk files and the instructions for use, therefore a product evaluation was not performed. The root cause was associated with a component failure. Factors that can contribute to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a knee arthroscopy, at the moment of connecting the motor drive unit to the console, it was marked error and the handpiece did not oscillate in any way (right or left). The procedure was completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.